Event description:
Customer tested blood glucose and received a result of 108mg/dl. Twenty minutes later the customer states they had a reaction. They retested and received a result of 128mg/dl. They called paramedics and they received a result of 39mg/dl. The customer was given glucose and juice and honey. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.